Manufacturer narrative:
D4 primary UDI number was revised. H11 this is one of three related reports. This report represents the first automated impella controller (aic) used and other reports will be submitted to represent the replacement aic used and the impella cp.

Event description:
The complainant was reported to have been implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The pump could not be started. A red alarm "impella stopped¿ displayed. A restart was not possible. No other alarms were noted. Motor current was not displayed. The issue was resolved by switching to another automated impella controller (aic). No patient harm was noted. The patient's outcome at explant was noted to be survived. Additional information was received. The physician reported that the pump unable to start occurred on the backup aic as well but resolved a few seconds later by itself.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.